Manufacturer narrative:
One smiths medical cadd extension set was returned for analysis. During analysis the returned product was connected to an adapter and was tested using a syringe with water in order to detect any leak. During the test, a leak was detected in the air vent of the filter. The most probable causes of the leak were found to be damage from supplier and/or damage after the product left facility. Based on the evidence, the complaint was confirmed. The problem source of the reported event is supplier.

Event description:
It was reported that the device was in use with patient for infusion of veletri and the device was found to leak at the filter. No adverse effects to patient reported.